Manufacturer narrative:
As reported, the sealant of a 6-1f mynx control venous vascular closure device (vcd) was not deployed though button 1 was depressed. There was no reported patient injury. Additional information was requested but not provided. One non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection of the device showed that button #1 was fully depressed and button #2 was fully depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. The sealant sleeves presented no abnormal conditions. Additionally, an 8f non-cordis catheter sheath introducer (csi) was returned partially inserted on the device. The csi was removed to allow evaluation of the other components. The balloon was found retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were identified during this analysis. The overall length of the outer sleeve assembly (measured from the proximal end of the swivel to the distal tip of the cartridge) was verified and found to be within specification. The simulated deployment test could not be performed, as the device was received in fully deployed condition. The reported event of ¿mynx control system deployment difficulty unable¿ was not observed through analysis of the returned device as it was received fully deployed with no sealant returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. The device received does not match the event reported. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for two minutes. Retract the syringe plunger to lock position.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the sealant of a 6-1f mynx control venous vascular closure device (vcd) was not deployed though button 1 was depressed. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.